Event description:
Additional information received confirmed the survival outcome at explant as survived.

Manufacturer narrative:
Corrected information was provided in d4 (primary UDI number). Upon review, the section d primary UDI number has now been updated. Additional information was provided in b5 (event description). Upon review, it was added due to new information received. Additional information was provided in d6b (explant date). Upon review, it was identified that explant date has now been updated.

Manufacturer narrative:
Updated information: d3 MFR fax number added. G1 MFR site name, danvers, removed.

Event description:
The complainant reported placement signal not reliable with their impella 5.5. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information was provided which states that the patient was transferred out to a different hospital but remains on support.